Event description:
Procedure: laparoscopic appendectomy. According to the reporter: during surgery, the endo catch flexible metal ring broke when trying to remove the appendix. The ring should not have broken. No pieces of the device fell into the pt cavity.

Manufacturer narrative:
(B)(4).